Event description:
The remb micro drill was sent for eval because it continued to run when stopped during a procedure. A readily available alternate device was used to complete the procedure without any clinically significant procedure delay. No adverse event was associated with the device.